Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the shield of the bd¿ eccentric tip syringe with bd precisionglide¿ needle was damaged prior to use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Three photos were received for investigation and observed damaged needle shield. One actual sample with open packaging was returned for investigation. Our quality engineer inspected the returned unit and confirmed the reported observation of damaged needle shield. The defect may have been created during a jam on the assembly machine. DHR review showed no abnormality during production and qa outgoing inspection. Probable cause of this nonconformance could have happened at the assembly machine. Manufacturing records review shows the part (needle assembly) was stuck at the eject station and was not completely been throw out. During dial movement, the dial rubbed against the needle shield surface causing damage. During the review, the production technician had observed this issue and make adjustment and alignment to the eject station to prevent poor throw out. The equipment has been adjusted and re-aligned to prevent occurrences of this type. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.